Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: the pump's black box showed no evidence of a no power event. The pump powered on to a call service 006 alarm. The battery compartment was found to be cracked. There was no evidence of moisture contamination inside the battery compartment. There was evidence of moisture contamination on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; it was alleged that the battery compartment was cracked and there was moisture behind the display. It was also alleged that there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.